Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-apr-15 mpxr 619527 (hcp, rep) information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 5 mg/ml at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that a pump stall occurred. The pump was read and as per the logs, the patient gave herself a bolus around 3:30 pm and the pump stalled at 5:24 and restarted at 5:30 on 2019-apr-13. The pump then stalled again and did not restart. The physician planned to replace the pump on (B)(6) 2019; however, the patient was in the hospital for cardiac issues and was not currently stable enough to have the pump replaced. The patient had been admitted on (B)(6) 2019 for complaint of chest pain. In the meantime, the patient stated that she could not giver herself a bolus and was in a lot of pain. When the pump was read again, it was stalled since the evening of (B)(6) 2019. It was noted that the data was lost on the clinician programmer before the company representative could get a printout of the logs. A replacement was to be performed when the patient was cleared by cardiology. No surgical intervention had yet occurred, and it was unknown (asked and but unknown) if surgical intervention was planned. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The patient¿s weight and medical history were noted as having been requested but would not be made available. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event. 2019-may-01 rp (rep): additional information was received via a company representative. The pump was explanted and replaced on (B)(6) 2019. The company representative was only present for the explant and replacement procedure and was told it was due to motor stall. Results of a rotor study and dye study were indicated as being unknown. The patient was without injury and had recovered without sequela. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a patient regarding a patient who was receiving morphine (not currently available at not currently available) via an implantable pump for non malignant pain. It was reported that patient mentioned they went into withdrawals 4 years ago, the day that the notre dame church was burning. Their pump wouldn't work because their tubing was messed up and the surgeon put new tubing in. Patient stated their healthcare provider (hcp) at the time was in muncie, in, but unsure of name.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following: during dispense accuracy testing in the lab, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during two of four tests (this applies to code-conclusion). Destructive analysis identified residue in the motor gear train and identified wearing on the upper shaft of gear number two (this applies to code-conclusion). The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 5 mg/ml at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that a pump stall occurred. The pump was read and as per the logs, the patient gave herself a bolus around 3:30 pm and the pump stalled at 5:24 and restarted at 5:30 on (B)(6) 2019. The pump then stalled again and did not restart. The physician planned to replace the pump on (B)(6) 2019; however, the patient was in the hospital for cardiac issues and was not currently stable enough to have the pump replaced. The patient had been admitted on (B)(6) 2019 for complaint of chest pain. In the meantime, the patient stated that she could not giver herself a bolus and was in a lot of pain. When the pump was read again, it was stalled since the evening of (B)(6) 2019. It was noted that the data was lost on the clinician programmer before the company representative could get a printout of the logs. A replacement was to be performed when the patient was cleared by cardiology. No surgical intervention had yet occurred, and it was unknown (asked but unknown) if surgical intervention was planned. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The patient¿s weight and medical history were noted as having been requested but would not be made available. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.